Event description:
Discordant, (B)(6) results were obtained on patient samples on an advia centaur instrument. The discordant results of some patients were reported to the physician(s). The customer stated that the samples were repeated, resulting (B)(6). It is unknown on what instrument the samples were repeated on. Some of the samples were sent for confirmation testing on an alternate instrument, resulting (B)(6). The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced a loose sample plunger fitting and a warn sample syringe. The cse repaired the water jacket for the base pump and damaged aspirate 2 tubing. The cse also replaced defective valves 69,4,9,13,17,11,7,66,67,77,78, bleach and water valves, aspirate valve wiring harness and all aspirate pinch valves. The customer ran quality controls, which resulted within range. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.